Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure the curved-tip sureform 45 stapler instrument moved unexpectedly and damaged the pulmonary artery. The surgeon explained how the stapler instrument firing appeared normal prior to the reported movement issues ¿the stapler was not angled funny, it was a straight shot from the back.¿ the curved-tip sureform 45 stapler instrument was loaded with a gray stapler 45 reload. The surgeon was able to slide the tip of the stapler jaws around the pulmonary artery, but then the stapler instrument stopped moving forward to get the vessel over the reload. The surgeon reportedly stood up at the console and checked for external collisions on the patient side cart (psc) to explain why the instrument would not move; no external collisions were found. The surgeon was not able to visualize any internal collisions. The surgeon said he clutched the master tool manipulators (mtm) to reset their location in case the mtm¿s reached their maximum distance. The stapler instrument would still not move forward. The surgeon said he attempted to move the stapler instrument backwards to remove it from the pulmonary artery. However, instead of the stapler moving backwards, the stapler jaws rotated clockwise and sheared off the first branch of the pulmonary artery. After the bleeding began, the surgeon used another installed instrument to clamp onto the pulmonary artery in an attempt to control the bleeding. The surgeon said the patient bled out about five minutes after the pulmonary artery injury. The surgeon said there will be no autopsy of this patient.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Isi requested the curved-tip sureform 45 stapler instrument to be returned for failure analysis investigations, but it has not yet been received. A follow-up MDR will be submitted if additional information is obtained. A medical review of the event information provided was performed by an isi medical safety officer and the following information was noted: "based upon the information in the description of events, the pulmonary artery was injured (avulsed) during the removal of the sureform 45 instrument due to an unanticipated rotation when the staff pressed the ¿clutch.¿ immediately prior to this event, it is noted that the surgeon was having difficulty with the movement of the stapler. The avulsion of the pulmonary artery (first branch) led to a large volume blood loss that was unable to be controlled by the surgeon. It is reported that the patient 'bled out' five minutes after the first branch of the pulmonary artery was avulsed. The injury to the pulmonary artery that led to the patient¿s death was due to the unanticipated movement of the stapler. The reason for the unanticipated motion is not known at this time. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and was unable to identify any system failures. The system logs for this event were reviewed by the isi senior technical services engineer (tse) who stated "the errors that were reported in the error logs were all instrument recognition/ engagement related. These would have occurred when first installing the instrument onto the arm. The customer would have not been able to insert the instrument until the instrument was sensed and engaged. The integrated electro-surgical unit (iesu), which provides independently routable monopolar, bipolar, and cut and seal (c/s) energy for the is4000, error message would be caused by use of a handheld energy instruments. I do not see any errors related to the stapler firing or removal process." The isi field service engineer (fse) was onsite later the same day this event occurred and verified the system was ready for use. It is unknown if the system was used to perform additional procedures after this event. The stapler instrument advanced logs for this event were reviewed by the isi fse: the sureform 45 stapler instrument used during this event was fired 11 times. The reload firing order for this instrument goes as follows: white, green, three gray, four green, gray, and then white. There were no relevant errors with this stapler instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure the curved-tip sureform 45 stapler instrument jaws rotated unexpectedly and damaged the pulmonary artery. As a result of uncontrolled bleeding from the vessel, the patient expired. The cause of the alleged customer reported failure mode leading to the vessel injury is unknown.

Manufacturer narrative:
On 02-jun-2022, intuitive surgical inc. (Isi) received an FDA voluntary report with uf/importer report #(B)(4) and the following event description: "stapler noted to freeze, surgeon unable to advance or pull back. No collisions internal or external identified that would cause equipment to not advance or pull back. Stapler rotated and caused an avulsion to the pulmonary artery." Isi obtained the following additional information from the surgeon:: ¿prior to the final install, there was a stapler instrument registration and drape issue¿,. The reported issue occurred when the surgeon ¿had taken everything except for the bronchus and the final pulmonary branch.¿ the surgeon indicated that he normally takes the pulmonary artery from the front, but did not have a good angle, so he decided to approach it from the back. The tip-up fenestrated grasper instrument was used to hold up the lung and the cadiere forceps instrument was being used for unspecified general tasks above and to the left of the pulmonary artery. The surgeon indicated that there was not a significant amount of navigation required to reach the pulmonary artery with the stapler instrument. The stapler instrument was inserted and was ¿a straight-shot to the pulmonary artery.¿ the stapler instrument was brought around the pulmonary artery with the curved tip (anvil) side underneath the artery, but they could not get a good enough position to fire because they could not move farther forward to get the pulmonary artery far enough within the jaws of the stapler instrument to allow for reload firing. The surgeon indicated that he spent approximately three minutes over the pulmonary artery with the stapler instrument without being able to achieve appropriate positioning for stapler firing. Additionally, the surgeon noted that he checked for internal collisions by visualizing/moving the cadiere forceps instrument. After this check, , the surgeon opted to position the stapler instrument for removal to redo the approach. The surgeon indicated that he did not need to visualize the tip-up fenestrated grasper instrument on arm 4 because he knew that it was out of the way and holding the lung. The surgeon indicated that he needed to pull away from the pulmonary artery by moving the stapler instrument back with the master tool manipulators at the surgeon console. During this attempt to get the stapler instrument off the pulmonary artery by pulling back with the surgeon controls, the stapler instrument¿s jaws began to slowly rotate clockwise with the pulmonary artery between them, which resulted in an avulsion/sheering-off of the pulmonary artery. The surgeon noted that the motion was mainly rotation with very little to no swinging/articulation of the jaws occurring. The surgeon indicated that he could not confirm he did not have the jaws articulated at an angle because he did not recall visualizing the stapler instrument¿s wrist or another part of the instrument proximal to the jaws that would clearly be an indicator of angulation. The surgeon confirmed that the issue occurred on the final install of the procedure and during surgeon control just before the instrument was removed. Once the reported motion/injury occurred, the surgeon indicated that he used the lung and tip-up fenestrated grasper instrument to push on the pulmonary artery at which point the patient became hypotensive and the surgical staff began to remove the instruments to convert to open surgery. The surgeon indicated that by the time they fully converted to open and reidentified the source of bleeding via the new modality, the patient expired.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 09-aug-2022, the surgeon was contacted and the following additional information was obtained: the procedure was an upper left lobectomy with an 8th intercostal anterior approach (front-to-back). The reported issue occurred on the first branch of the pulmonary artery. It was reported that there was sufficient space to navigate to the pulmonary artery for the final fire (time of the reported event). The surgeon also indicated that he did not believe there was any interference with patient anatomy (e.g., ribs, etc.) Considering the entry angle and direct navigation from the point of entry to the pulmonary artery. Additional system log review identified four discrete time intervals in time that covered the period when the reported event occurred. Analysis of the system/instrument positioning at these four time intervals showed potential for instrument-to-instrument interference between the shaft/wrist of the sureform 45 stapler instrument and the shaft of a tip-up fenestrated grasper instrument. Analysis of the system data is aligned with surgeon testimony that the tip-up fenestrated grasper instrument was outside of the endoscopic field of view when the incident occurred. Instrument-to-instrument interference was noted to have the potential to contribute to unintended motion of the sureform 45 stapler instrument. The device history record (DHR) was reviewed for the sureform 45 stapler instrument involved with the reported event and no non-conformances were identified to be related to this complaint. The manufacturing instrument performance test (ipt) data was reviewed and all test results were within acceptable limits.